Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) lead revision procedure due to unknown reasons. No further information has been obtained.